Manufacturer narrative:
Analysis of the insulin pump showed that it had no button response due to moisture damage keypad traces. Device received with cracked display window corner, reservoir tube, reservoir tube lip and scratched lcd window.

Event description:
Customer reported that the act button on the insulin pump is not responding and the issue with the keypad is progressing. Blood glucose value was 135 mg/dl. Nothing further reported.